Event description:
It was reported that the device was not alarming when testing.

Manufacturer narrative:
Other, other text: device was returned with the pole clamp and line cord showing wear and a cracked water tank cover. The reported issue was duplicated-there were no audible alarms, during a functional test. The faulty printed circuit board was replaced, additional repairs were performed, and preventive maintenance was completed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.d5 and e4 are unknown.

Event description:
Additional information was received which stated there was no patient involvement.